Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition related to the internal battery was observed. The device's internal battery needs to be replaced to address the issue. No repairs were done. The device was scrapped.